Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements greater than 125 ohms. This was discovered during an in-office evaluation. No other observations were reported. The shocking configuration was programmed to triad. The physician decided to change the shock configuration to exclude the svc coil and the shock impedance measurement was then around 80 ohms. The patient underwent lead integrity testing with a 41 joule shock and the subsequent measurements were within normal limits. No adverse patient effects were reported. The device was left programmed in the new configuration. This product remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.